Event description:
On (B)(6) 2005, this male in cardiac cath lab. This tubing blew out at 1000 psi pressure. The cardiologist and rn were exposed to the contrast. Hospira rep was present and took tubing, no harm reported to pt.